Manufacturer narrative:
The customer reported that a ventilator has been shutting down on a patient and reported several ventilators were affected. After receiving information from the customer regarding the allegation of several units shutting down; the customer reported that only one ventilator was affected, and the rest of the units are an inquiry regarding power management board field change order. No problem was reported on the other units. Upon further investigation, MDR#2031642-2021-05729 was reported in error. This is a customer inquiry only regarding a field change order. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported that they had several issues with the v60s where the screen will blank out and quit. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted clinical specialist and requested for assistance. The customer reported that when biomed reviews the unit, they cannot find anything wrong and places the units back in service. Further information is pending.